Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and itchy skin irritation under the back-therapy pads. The patient confirmed having an allergy to nickel. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient's nurse applied a cream on her back and the irritation improved. The patient reported that she will continue to seek treatment from the nurse until the irritation clears up.